Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the surgeon noticed that mark on the periphery of the implant without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint can be observed on the returned photo. Received photos show a partially implanted iol. The optic and one haptic are visible. There appear to be dark marks and lines on the optic and some light reflections. The complainant indicates the use of company handpiece which is not qualified for use with the associated intraocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified handpiece. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).